Event description:
It was reported that the screw extractor broke while attempting to remove a screw, leaving a portion of the extractor lodged inside the screw. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item # 14-405020, ti-dble lead cort 5.0x20mm scr, lot # 66653935 g2: foreign - event occurred in chile. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.